Event description:
It was reported that the patient experienced a stimulation sensation on one side of her stomach and at times on the other side. The patient also experienced a painful, but not excruciating, "electrical thing" at the implant site that would come and go. It was noted that the patient was getting over 50% symptom relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, implanted: (B)(6) 2011, explanted: na.